Event description:
A malfunction alarm was reported with the pump, identified as alarm 20, which occurred during pumping. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.